Event description:
The customer reported via phone call that the insulin pump fell on the floor and the end cap got broken and is detached. Blood glucose value was 143 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of power connector on interface board. The insulin pump had broken off the end cap and missing end cap. Device had broken motor flex cable, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.